Manufacturer narrative:
Na- this product is manufactured in the u.s. But not marketed in the u.s work order search: no additional similar complaint type events within associated lots were found. (B)(4). This is a resubmission of the initial MDR per FDA request.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens -12.5/+1.0/109 diopter, in the patient's left eye (os) on (B)(6) 2014. The patient has experienced excessive vault, pupil block with elevated iop and refractive change over time. Patient lives outside of country and will arrange follow-up with surgeon.